Event description:
The customer reported the evis exera iii video system center is unable to display image with the 180 series scope. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that scopes and the maj-1430 work as normal on another unit. A follow up was made and the customer confirmed that the issue was resolved and the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon may be attributed to a problem with the patient board that is relevant to image transmission with 180 scopes, or the cable, but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.